Event description:
It was reported that during a cardiac ablation procedure using the pulse field ablation system, there was occurrence of stroke. The patient was under general anesthesia, and the procedure was completed. No further patient complications have been reported as a result of this event. On 2025-04-11, it was later reported that the adverse event occurred post procedure, an ultrasound was performed and no thrombus was detected. In addition, an magnetic resonance imaging (MRI) was carried out and a cerebral emboly of thrombotic origin was observed.

Manufacturer narrative:
Continuation of d10: pscc10 product type: catheter, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.